Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat the mid left anterior descending artery. A 3.5 x 33 mm xience alpine stent delivery system (sds) met resistance with the anatomy and failed to cross the lesion. Additionally, the proximal shaft separated; therefore, both pieces were simply withdrawn from the anatomy. A 3.5 x 32 mm non-abbott stent system was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.